Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no performance issue associated with the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hospitalized due to "clots and complications from their surgery". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.